Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A crack on the outlet purple nozzle implanted on the 19/04/16 was noted. It is located at the proximal portion of the catheter where we screw the valve (microclave) therefore this lumen is unusable. The nurses used the other catheter with double lumen. The patient spent 6 weeks at home and he is in hospital again. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of the investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
An international customer reported that the turbo-ject power injectable catheter, which was implanted on (B)(6) 2016, had a crack on the purple outlet nozzle at the proximal portion of the catheter. As a result, the lumen was unusable. The nurses used the other lumen instead. No additional intervention was required and the patient did not experience any adverse events as a result of this occurrence.